Manufacturer narrative:
(B)(4). At this time, vyaire medical has not receive the device for evaluation. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit had no pressure while in CPAP mode. There was no report of any patient involvement associated with this reported event.